Event description:
The handpiece was hot to the touch during a case. The customer stated there were no error codes posted on the generator. The case was able to be finished with the handpiece with no pt consequence.